Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 38 mg/dl at the time of the incident. Then blood glucose was 47 mg/dl. The customer reported that the customer was trying desperately to upload. The customer was able to set up meter to pump. The customer declined to troubleshoot for low blood glucose. He ate carbohydrates. The insulin pump will not be returned for analysis.